Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was stated the most likely cause of damage was due hammer impact on the straight lumbar probe. The instrument was not returned to the manufacturer for analysis. Unable to establish cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred pre-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the lumbar probe had bumps on the rods near the entry of the navlock. It was suggested by the site this may be due to the navlock handle and it could also be due to the sterilization process. No impact on patient and no delay to procedure reported.